Event description:
A peritoneal dialysis (pd) patient was experiencing ongoing drain complications during pd therapy utilizing the liberty select cycler. Per the patient's peritoneal dialysis registered nurse (porn), the patient had an unspecified surgery on their pd catheter (non-fmc product) on an unknown date due to the ongoing drain issues (c-763172). The patient was experiencing the drain issues again after the surgery and required another surgical intervention on the pd catheter (c- 763173). C-763172 and c-763173. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).